Event description:
The customer stated that he was on his way to the emergency room for treatment of his blood glucose of 350 mg/dl. The customer stated that he woke up, and the screen was blank. Troubleshooting was performed, but the screen remained blank. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a battery tube connector not plugged in properly. Unable to perform functional testing due to the blank display.